Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the image angle was a little bit offset. Prior to calling, they replaced the zero degree endoscope with a 30 degree endoscope, but the problem persists. Nevertheless, the surgeon could perform surgery under these circumstances. A reseating of the endoscope on the sterile adapter wasn't possible in the moment of the call. The customer verified that the endoscope drive and bearing was running smoothly. As a first troubleshooting step, the tse asked the customer to clean the endoscope edge connector and to seat and reseat it several times in the endoscope controller while the system was powered down to get rid of some possible residue. The customer called back to report that the suggested first troubleshooting steps did not solve the issue. The image was still not properly aligned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci plus 30-degree endoscope with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Although the complaint regarding the angled image was not confirmed by failure analysis since the plus 30-degree endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the scope did have orientation problems on 08/02/2023 and 08/09/2023. The scope was inspected pre-operation and conducted its own calibration check, which came back with no issues and ready for use. The customer reported that the surgical procedure was a robot assisted prostatectomy on both occasions. The customer reported that the image horizon was incorrect where the image should have been straight and it was off center. The endoscope did move freely. The customer reported that for the first procedure, the 0 degree scope was in place and they had changed it to the 30 degree endoscope, which was better. For the second case, the case started with the 0 degree scope and changed to the 30 degree scope, but the image was the same with both scopes. It was unknown what orientation the scope was installed in. The surgeon did confirm that the image was off center. An indication of the image orientation was indicated on the screen of the viewing cart as well as on the surgeons console. The customer reported that only 1 scope was attached to the system at any time and that there was no damage noticed on the endoscope¿s adapter or base. The customer was unsure if the scope was manually rotated 180 degrees prior to the event. The issue continued, but the surgery was able to continue as planned and the issue did not make the surgery disabled. The scopes had been exchanged by isi. There was no patient injury due to the vision issue and the procedure was completed robotically. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have an endoscope adaptor (aea) bearing friction issue, discoloration of the housing, and a transmittance test failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The 0 degree endoscope used in this procedure was not returned for failure analysis.

Event description:
Refer to h10/h11 for follow-up information.